Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the catheter had a leak on the titanium joint connector. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the clear tube was cut close to the titanium connector. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the catheter had a leak on the titanium joint connector. It was stated that the breakage was found on the second day after the operation when the abdomen was prepared. They cut off the rupture of the catheter and reconnected it with the titanium joint. There was no reported patient injury.